Event description:
Caller reported that a pump malfunction occurred following an assault. There was no reported adverse impact to the customer¿s blood glucose level. The customer could not confirm fault ID because they reset the pump on their own prior to contacting technical support. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.